Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted 23-aug-2016. Non-healthcare professional . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was reprogrammed.